Event description:
Additional information was received from the manufacturer representative (rep). The cause of the device reset/por was the patient's device not being charged prior to seeing them. To resolve the issue, the device was charged. The issue resolved, and the information was confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller was a medtronic field rep and the reason for the call was that they got a message when they attempted to interrogate the ins with the clinician application. The tablet message said, device reset message, system detected that the device has been reset por ID: (B)(4). The caller bypassed the message during the call and indicated that they were able to connect to the ins. The caller indicated that the patient had let the ins become depleted because of problem with the recharger that was reported in case (B)(4).